Manufacturer narrative:
(B)(4). The recipient reportedly experienced a skin flap infection along with inflammation at the implant site. The recipient was hospitalized (B)(6) 2016 and underwent a revision and drainage procedure. The recipient was treated with ceftriaxone and cefuroxime for six days plus an additional ten days of oral antibiotics. The recipient's infection did not resolve. The recipient was hospitalized (B)(6) 2016. The recipient's device was explanted. The recipient's infection has reportedly resolved. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
Correction: operator of device. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced inflammation at the implant site following chemotherapy. The recipient's device was explanted.